Event description:
The patient was implanted with a heartmate ii left ventricular assist device. The vad coordinator reported that the patient was readmitted for biventricular failure and the hospital questioned whether the pump is working properly. Upon the request of the vad coordinator, the manufacturer's clinical representative spoke with the vad doctor to discuss the pump stoppage that was experienced while adjusting the pump rpm's. The doctor stated a ramp study was performed on the patient and the ventricle reduced as they increased the speed until 9400 rpm. At that point, there were no changes in the ventricle. The hospital reported that they did not get a low flow alarm, but the pump stopped and then automatically restarted again. The system monitor and alarm screen were checked and the data could not be downloaded. The patient was properly anticoagulated and is septic. The manufacturer's clinical representative recommended changing the system controller, which was implemented. The system controller is returning to the manufacturer and log files and waveforms will be obtained.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's lcd was found to be cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.